Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the 3-way valve, tubing and gear pumps which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported foam forming on samples and the generation of erratic patient results with 'l' and 'h' flags for multiple analytes, including, albumin (alb), amylase (amy), alanine aminotransferase (alt), aspartate aminotransferase (ast), blood urea nitrogen (bun), bicarbonate (co2), creatinine (cre), calcium arsenazo (cala), chloride (cl), glucose (glu), sodium (na), total bilirubin (tbil) and total protein (tp) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for ten (10) patient samples.